Event description:
The customer reported that the device failed during a procedure. The users are receiving a high impedance error message, and the js-101b stimulation box from the mee-2000a system stopped working during a study. A replacement stim box cable is being sent to them. The mee system is used to measure and display electric, auditory, and visual evoked potentials (ep), electroencephalograms (eeg), and electromyographs (emg). No patient harm was reported.

Manufacturer narrative:
The customer reported that the device failed during a procedure. The users are receiving a high impedance error message, and the js-101b stimulation box from the mee-2000a system stopped working during a study. A replacement stim box cable is being sent to them. The mee system is used to measure and display electric, auditory, and visual evoked potentials (ep), electroencephalograms (eeg), and electromyographs (emg). No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Attempt #1 02/09/2024 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 02/15/2024 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3 03/01/2024 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Additional device information: d10: concomitant medical device: the following device(s) were being used in conjunction with the mee-2000a. Stimulation box. Model: js-201b. Sn: (B)(6). Device manufacturer date: 04/11/2022. Unique identifier (UDI) #: (B)(4). Returned to nihon kohden: not returned. Stimulation box cable. Model: 9000058170. Sn: ni. Device manufacturer date: ni. Unique identifier (UDI) #: ni. Returned to nihon kohden: not returned.

Manufacturer narrative:
Details of the complaint: the customer reported that the device failed during a procedure. The users are receiving a high impedance error message, and the js-101b stimulation box from the mee-2000a system stopped working during a study. A replacement stim box cable is being sent to them. The mee system is used to measure and display electric, auditory, and visual evoked potentials (ep), electroencephalograms (eeg), and electromyographs (emg). No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Investigation conclusion: multiple follow-up requests were sent to the customer regarding the return of the complaint device, but they were unresponsive. A definitive root cause could not be determined since we have not received the device for evaluation. Possible causes of the stim pod not working may include user error with device set-up such as incorrect settings or electrode placement, loose cable connection or use of a damaged cable, or hardware component failure. Hardware component failure can occur due to physical damage from mishandling, electrical damage from outages or surges, or wear-and-tear which depends on device age and frequency of use. Cables may become damaged due to user error/mishandling or wear-and-tear. Review of the complaint device's serial number does not show recurrence but shows that another exchange was processed under notification 300358426 since the customer received the wrong cable for this ticket. Follow-up requests were done under both tickets, but the customer was unresponsive. The following fields contains no information (ni), as attempts to obtain information were made, but the information was not provided. D1 brand name. D4 serial number. UDI number. H4 device manufacture date. Attempt #1 02/09/2024 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 02/15/2024 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3 03/01/2024 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Additional device information: d10: concomitant medical device: the following device(s) were being used in conjunction with the mee-2000a. Stimulation box . Model: js-201b. Sn: (B)(6). Device manufacturer date: 04/11/2022. Unique identifier (UDI) #: (B)(4). Returned to nihon kohden: not returned. Stimulation box cable. Model: 9000058170. Sn: ni. Device manufacturer date: ni. Unique identifier (UDI) #: ni returned to nihon kohden: not returned. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H6 event problem and evaluation codes. H10 additional manufacturer narrative.

Event description:
The customer reported that the device failed during a procedure. The users are receiving a high impedance error message, and the js-101b stimulation box from the mee-2000a system stopped working during a study. A replacement stim box cable is being sent to them. The mee system is used to measure and display electric, auditory, and visual evoked potentials (ep), electroencephalograms (eeg), and electromyographs (emg). No patient harm was reported.